Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported to the hcp with possible fluid or a hematoma at ipg pocket; fluid and swelling were noted at the ins pocket. It was also reported that the patient programmer was not communicating with the ins at times. The patient was taken to the operating room, the ins pocket was opened, fluid was noted and cultures were taken. The thoracic incision was opened and fluid was noted there. From the cultures taken, there were no organisms noted but rare white blood cells were noted. The rep said labs were drawn but the results were not made available. The ins and the lead were explanted. It was noted that the issue was resolved at the time of the report and the patient was alive with no injury. No further complications were reported/anticipated.